Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, this device exhibited a remaining battery life of 6.5 years however one year prior, battery status was at 9 years. The device remains implanted and in service with follow-up every six months. No resulting adverse patient effects were reported.